Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/malposition: observed an opening assessed as surgical damage. ¿ malposition: unable to observe. No other additional observations were noted.

Event description:
Healthcare professional reported right side rupture and high positioning of implant. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant was unexpectedly ruptured", high positioning of implant, implant was grossly ruptured with free floating silicone throughout pocket, and implant ruptured further upon attempted explantation. Later, healthcare professional reported "implant shell tore in half when explanted" and "shell weakened, when implant was pulled out shell tore". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: grossly ruptured with free floating silicone throughout pocket.